Event description:
It was reported that the customer received a blank display, after the insulin pump was dropped. Customer states there is no visible damage, and changed the battery, but no change. Customer most recent blood glucose level is 13mmol/dl, which he has treated with a manual injection. No further information was provided.

Manufacturer narrative:
The pump had a blank display due to a broken solder joint. The pump was received with a cracked case at the display window corner and display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.